Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve did not appear to fully expand. A balloon aortic valvuloplasty (bav) was performed and caused the valve to dislodge. Subsequently, a second valve was implanted. It was reported the patient had heavy leaflet calcium and a spike of calcium noted in the annulus. No additional adverse patient effects were reported.